Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulaor (ins) reported that they had a poor communication screen on the patient programmer. Patient reported that they were having intermittent problem with connecting to the ins. The patient reported that they were unable to adjust the stimulation a week prior to the report. It was reported that the stimulation got turned on quite high and was unable to turn it back down to for a couple of days. It was reported that patient programmer started working again but the last 3-4 day prior to the report; it has not been able to connect. The patient stated that they do not use an antenna. No symptom was reported. The patient indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.